Event description:
Pair of textured saline-filled breast implants for cosmetic augmentation in 1999. Suddenly lost left breast volume over a few days without recent trauma or "pop" sensation. Left breast began to sag. Surgical removal and replacement in 2002.